Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator (ICD) misdiagnosed the patient¿s rhythm due to functional under-sensing resulting in delayed high voltage (hv) therapy. No intervention was performed. The patient condition was stable.